Event description:
Blood y-tubing primed with saline first. Then connected blood unit bag to second y port. Blood infusion started on alaris IV pump. When checking infusion after a few minutes, blood had back up and was leaking out of the hole where the saline y tubing had fallen off. Unit of blood had to be wasted and delayed pt receiving transfusion for gi [gastrointestinal] bleed.